Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The reported event of receiver ceased to function could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4) describe event or problem - additional, device available for evaluation - additional, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. A review of the data log found firmware errors. The reported event that the receiver ceased to function was confirmed. A root cause could not be determined. In addition to the receiver, a universal serial bus (usb) power supply (part number mt21255/ lot number 2150806/ serial number n/a) was returned and evaluated. Load test was performed and no defect was found. The reported event of an error icon display was not confirmed. A root cause could not be determined. Also a universal serial bus (usb) a to universal serial bus (usb) micro b wire (part number mt20655/ lot number 2150804/ serial number n/a) was returned for evaluation. Cable testing was performed and no defect was found. The reported event of an error icon display was not confirmed. A root cause could not be determined.